Manufacturer narrative:
According to product labeling, embosphere microspheres are indicated for use in embolization of arteriovenous malformations, hypervascular tumors and symptomatic uterine fibroids. Embosphere microspheres are not indicated for hemostasis. Use of embosphere microspheres for embolization related to epistaxis represents off-label use of the device. No device malfunction was reported by treating physician. Biosphere medical does not have an evidence of product malfunction.

Event description:
Biosphere medical, inc received phone call with the following information: the patient underwent an embolization procedure with embosphere microspheres to treat the nosebleed and became blind, shortly after the procedure. The initial caller identified himself as patient's brother. Treating physician was contacted 5/7/2007 and verbally provided the following information: patient was treated at hospital by interventional radiologist with biosphere medical embosphere microspheres 300 - 500 um. Treating physician performed bilateral embolization of the sphenopalitine arteries. The treatment was performed due to epistaxis. Shortly after the treatment, the patient became blind and was transferred to another hospital for further treatment.